Manufacturer narrative:
The event date was approximated to (B)(6) 2019, as the reported event date was (B)(6) 2019. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The voluntary user medwatch number is 5200350000-2019-8005. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacral spinal vaginal suspension procedure performed in (B)(6) 2019. According to the complainant, during the procedure, the dart detached from the suture and was stuck in the capio device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.